Manufacturer narrative:
A review of the manufacturing records for this device was completed and no issues were identified that could have lead to the adverse event reported. Additionally, this was the first reported adverse event of this nature associated with this lot. Therefore, the root cause of this adverse event cannot be identified at this time.

Event description:
Patient was monitored in recovery post procedure and it was determined that the patient needed to get a cat scan. After the CT, the patient then went to interventional radiology where they performed intervention per stroke protocol to remove thrombus from mca.